Event description:
While the physician was using a spider wire to perform an arthrectomy, the basket on the end of the wire broke off in the patient. The physician was able to retrieve all parts of the broken wire.